Event description:
It was reported that during a da vinci si surgical procedure, a spark was observed coming from the curved bipolar dissector instrument. No patient harm, adverse outcome or injury was reported. Attempts to gain additional information from this site have been unsuccessful to date.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed burn marks at both grip tips and at the bases of the grip jaws. Melted material was also observed at the yaw pulley. The damage indicates that an arcing event occurred. Intuitive surgical internal laboratory testing has determined that the observed arc track failure mode is most likely to occur when a bipolar instrument is energized with the grips in a wide-open position with no tissue between the grips. Internal arcing of bipolar instruments results in a potential loss of product function, but no transfer of energy to the patient. Intuitive surgical has concluded that the likelihood of injury due to this failure is remote. Users are instructed to retain back-up instruments in case an instrument fails to perform and are also instructed in proper technique to minimize the likelihood of internal arcing.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.